Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a percutaneous pedicle screw procedure due to l3 burst fracture. During the surgery, extender was unable to be disengaged from screw after final tightening. A surgeon removed it barely from the screw. Post-op screw loosened. Screw replacement and fixation extension will be operated at s5. The product came in contact with the patient. There was a delay of less than 60 minutes in the overall procedure due to the event.